Event description:
It was reported that a user's dexcom g7 continuous glucose monitor (cgm) became disconnected from the ilet pump, generating "dosing stops soon" alerts, dosing stop alerts, and prior pairing failed alerts; the user was instructed to toggle settings, reenter the pairing code, and allow time for reconnection, with advice to call back if the sensor did not connect. No adverse clinical symptoms reported. Outcomes included a temporary halt or impending halt of automated therapy with no health impact. User support included customer support-led troubleshooting and education focused on sensor-pump pairing and connection. Investigation of this case revealed sensor-to-pump communication issues consistent with signal loss and pairing failures between the cgm and the pump. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm communication and pairing failure resolved with standard troubleshooting.

Manufacturer narrative:
Initial.